Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference no: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need some additional opinion on keypad stuck keys for 8015 s/n (B)(4). Daniel tried opening the front case of the 8015 and re-seated all cable connections. He ordered some front cases but it has not been arrived. I suggested to try another good know front case to confirmed that the keypad assembly is really defective. Daniel will try to replace front case from a good know device and see if he can confirm that the front case is defective.